Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a lesion in the lad was stented with another company's device. An attempt was made to post dilate the stent with a 3.0 x 12 voyager nc; however, the balloon ruptured at 15 atm. A 3.0 x 6 voyager nc was used to complete the case. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood on the distal shaft. There was contrast on the balloon and on the distal shaft. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of the pinhole on the balloon. There was a pinhole on the balloon above the distal marker. There was no scratches visible on the balloon. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and analysis of the returned product, which was consistent with the reported info, the catheter was prepared for use and advanced into the pt anatomy. The balloon was loosely folded, which is consistent with positive pressure applied to the balloon. Functional testing with a new indeflator confirmed the reported rupture, as fluid leaked out of a pinhole above the distal balloon marker. There were no scratches noted. Sem analysis determined that the rupture may be attributed to a mechanical damage to the outer surface of the balloon. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted sent, lesion calcification and tortuousity, or insufficient preparation prior to use. The pt anatomy was moderately tortuous and calcified which may have contributed to the balloon rupture. It was also reported the catheter was used to post dilate a stent. It is likely that the balloon material was damaged during interaction with the implanted stent and / or pt anatomy, resulting in the rupture in the balloon. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.